Event description:
(B)(4) healthcare is the manufacturer of the device which is a portable oxygen concentrator. The unit was received and evaluated. We are submitting this report in an overabundance of caution. While in use the patient tubing caught on fire when the patient was attached. The device was returned for evaluation. The technician performed an inspection of the device. Based on the evaluation report , the reported defect has been confirmed. Root cause of the issue is the exterior of the unit is fire damaged from external source.

Event description:
This complaint involves a devilbiss 525ds oxygen concentrator, which was initially reported to drive devilbiss healthcare on february 4, 2021, by the home oxygen supplier. The supplier stated, "[the] concentrator caught fire internally, causing the front cover to melt off." Additional information derived from the investigation suggests the device was in use by the patient when the tubing ignited at or near the patient's nose/mouth and propagated toward the front of the unit where it was extinguished. The event was limited to the oxygen cannula, tubing, and concentrator front cabinet. There was no other damage reported, and there was no complaint of patient injury or illness. There is no evidence that the device was being used for anything other than its intended use. The device was returned to devilbiss for investigation. The root cause investigation demonstrated: (1) the nasal cannula and tubing appear to have been ignited at or near the patient's face (nose/mouth) and showed evidence of thermal damage/melting; (2) the concentrator showed evidence of modest thermal damage on a small section of the external front cabinet, near where the end of the cannula and tubing attaches to the concentrator; and (3) the fire was extinguished at the location of the concentrator firebreak, a metal component intended to prevent the propagation of an external fire into the cabinetry of the device. There was no evidence of fire or thermal damage inside the cabinet and unit. These findings are consistent with the type of event associated with a user smoking or getting close to an open flame while using/wearing oxygen. As noted earlier, the evidence of thermal damage to the cannula, tubing and front cabinet demonstrates the fire propagated from the patient to the unit, and was extinguished at the fire break, preventing propagation into the unit. Given this evidence, the root cause of the fire and thermal damage was the patient smoking or getting very close to an open flame while using the oxygen via nasal cannula. There is no evidence the 525ds concentrator demonstrated any defect or malfunction. The device metal firebreak performed as intended, preventing further propagation of the fire into the device. Smoking or going near an open flame while using oxygen is in direct contravention of the warnings placed both on the device itself and noted repeatedly in the warnings and cautions contained in the device's instructions for use ("ifus").